Manufacturer narrative:
It was reported that the patient has a limited range of motion. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has a limited range of motion. A revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
It was originally reported that the patient had a limited range of motion. A revision surgery occurred to exchange the poly inserts. Following revision surgery, it was reported that the patient had arthrofibrosis. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was originally reported that the patient had a limited range of motion. A revision surgery occurred to exchange the poly inserts. Following revision surgery, it was reported that the patient had arthrofibrosis.